Event description:
Litigation alleges that the patient suffered synovitis; mechanical complications total hip replacement, tissue necrosis and inflammation, loosening of the prosthesis, chromium and cobalt toxicity and complications therefrom, physical pain and disfigurement.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
(B)(4). Litigation alleges that the patient suffered synovitis; mechanical complications total hip replacement, tissue necrosis and inflammation, loosening of the prosthesis, chromium and cobalt toxicity and complications therefrom, physical pain and disfigurement. Update rec'd 10/15/2014- used medical device declaration for shipping and decontamination forms received. Dor provided. Stem and sleeve added for elevated metal ion levels.